Event description:
A pacific plus pta balloon catheter was used to treat the left sfa during a revascularization for ischemia. Two additional pacific plus pta balloon catheters were used to treat the left sfa to treat gangrene of the left toe approximately 7 months later. Approximately 1 year <(>&<)> 6 months post use of the first pacific plus balloon, the patient was hospitalized due to severe peripheral vascular disease. The target lesion in the left sfa / popliteal was 90% stenosed. Investigator indicated that event was not related to device or procedure. The patient was treated with a medtronic pta balloon. Outcome is resolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stenosis). Evaluation conclusions: inherent risk of procedure ¿ (stenosis). (B)(4).